Event description:
Patient was having a tunneled dialysis catheter placed for acute renal failure. During insertion, the guide wire inadvertently pierced the superior vena cava, pulmonary artery, and left atrium. Patient had emergency heart surgery to remove the catheter and repair the perforations. The patient is now in the ICU. Following the event the catheter was examined. The guide wire was found to be bent at the end in a u shape, with an apparent fracture of the wire about one inch from the tip of the wire. Patient safety advises us that the punctures could not have been caused by the tip of the guide wire because it is blunt. The exact cause is unknown, but it may be that the point at which the guide wire fractured created a sharp point that may have caused the perforations.